Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to the power switch not being turned on. The cause of the power switch not being turned on was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer was able to locate the power button on the back underside of the monitor. The customer was pressing the power/display button and was able to get a image with the following steps. Tac advised the customer to attempt the following troubleshooting steps: - review the cabling cable is coming out of the wall to sdi (serial digital interface) in on the high definition lcd monitor. - check inputs for both port a and port b that they are set to sdi 1 (serial digital interface). - the customer stated he is using a red, green, blue cable that has red, green, blue, black and yellow. The reporter confirmed the black cable was connected to the serial digital interface. - connect the yellow cable of the monitor out cable to video in and select composite for the input. - for no image, connect the yellow cable of the monitor out cable to video in and select composite for the input. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus high definition lcd monitor will not power on and there is no image. There were no reports of patient or user harm associated with this event.